Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. A review of the procedure log showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: in the video, the harmonic ace instrument is being used to dissect through a plane of tissue. As it does so, there appears to be some fluid and particulate buildup seen on the white teflon pad. The teflon pad appears to change color from white to more clear throughout the course of the video. Because there is only tissue at the distal end of the harmonic ace jaws, the proximal end of the blade is making direct contact with the white teflon pad of the instrument. This can cause damage to the teflon pad during energy activation. The harmonic ace user manual addendum cautions users to avoid damaging the teflon pad by not activating ultrasonic energy or applying pressure without having tissue between the blade and the clamp arm. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. This complaint is being reported due to the following conclusion: it was alleged that the teflon pad of the harmonic ace instrument was melted. The fragment fell inside the patient's cavity and was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the teflon pad of the harmonic ace instrument was melted. The fragment fell inside the patient¿s anatomy and was retrieved during the same procedure. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. As soon as the customer started to use the instrument for dissecting, the fragment fell into the patient ¿s cavity. The fragment was retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. The customer believed the harmonic ace instrument was defective as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "after test, while using, the silicone part was melted, and power-like pieces were made out of it." Failure analysis could not verify the external event. The harmonic ace was placed on the in-house system. Upon visual inspection, the clamp arm, blade, and teflon pad had no damages observed. The instrument passed recognition and engagement. The clamping a connected to the in-house harmonic ace generator and no error messages were observed. The instrument passed the energy delivery test. No error occurred during in-house testing. There was no problem detected. Isi received a video clip related to the alleged complaint. Failure analysis could not confirm the thermal damage that resulted in a fragment fell inside the patient. The instrument had no damage. Additional information can be found in the following fields: g3, g6, h2, and h3. Failure analysis information can be found in the following fields: h6 and h10.